Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 4.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified proximal stent damage; the first most proximal strut was lifted and pulled distally. The max crimped stent profile for this device was found to be within the specification. The balloon cones were reviewed and no issues were noted. The balloon was not subjected to any significant positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full catheter length. An examination of the inner and outer shaft polymer extrusion identified damage from 7-9mm distal of the bi-component bond. The bi-component bond showed no signs of damage or strain. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 38 x 4.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 38 x 4.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.